Event description:
Procedure type: lap sigmoid. According to the reporter: the seal tore after inserting a 10mm clip applier. When using a 5mm instrument there was an air leak. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).